Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient couldn't recharge and had an image on their recharger- the image showed that the device was not supported. It was reviewed that the patient was likely using an old recharger and that the patient should be using the recharger with the purple face plate. Additional information received from a manufacturer's representative. It was reported that the cause of the charging issue was due to the patient using the wrong charger. They used the right charger to "do por" on (B)(6) 2019. The issue with charging was resolved and the ins was out of por. Additional information received from a manufacturer's representative. It was reported that the representative performed an antenna locate and it went straight to por. The patient hit the green button and went to charge. No further complications reported.